Event description:
It was reported high ventricular threshold and atrial lead dislodgement were observed. The header of the device was found in the opposite direction from implant. The leads had been pulled when the device flipped over during physical activity. Atrial lead revision was completed. Repositioning the ventricular lead was attempted but not completed due to the helix not retracting. The ventricular lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).